Manufacturer narrative:
(B)(4). Batch # unk. Only event year known: 2021. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided.

Event description:
It was reported that post-operative after a laparoscopic sleeve gastrectomy the patient had an anastomotic leak. The device had a gold reload in it when it was initially fired. There is no additional information.